Manufacturer narrative:
An event regarding an intraoperative fracture involving a triathlon guide was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device evaluated by manufacturer? Not returned to the manufacturer.

Event description:
Primary procedure, left knee. It was reported that after using the ps box guide and chisel, a crack in the patient's medial condyle was noted. The fracture was addressed using a k-wire, and the surgery was completed with no delay. The rep reported that the devices will be kept in use by the hospital, and that no further information will be released by the hospital or surgeon.